Manufacturer narrative:
Concomitant products : 4076-52 lead, implanted (B)(6) 2006, 4298-88 lead, implanted (B)(6) 2013 product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient experienced inappropriate therapy due to a confirmed right ventricular lead fracture. The lead was explanted and replaced. It was also reported that the device had early battery depletion. It was noted that the left ventricular output was programmed high due to the patient's physiological high threshold. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.